Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, d9, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2022 to 29-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that login issue was due to stuck at blue screen. The issue was resolved after reboot of the system. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system, it got stuck on a blue screen and prevented user from accessing medications. The customer reported that there was no delay in the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to pull medications due to device stuck at carefusion blue screen. The technical support specialist confirmed that the issue was resolved once the customer rebooted the station. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, it got stuck on a blue screen and prevented user from accessing medications. The customer reported that there was no delay in the patient workflow. There were no adverse events or injuries reported based on this event.